Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). This is 2 of 2 medwatch reports regarding this event: 2032227-2015-48401.

Event description:
The customer reported via phone call that she had a motor error alarm and a no delivery alarm. Customer was trying to ingest the insulin for food, but she only received 2 units and then had a no delivery alarm. Customer mentioned that in the past 2 days, her blood glucose has been over 400 mg/dl. Customer stated that her blood glucose has also dropped a week ago to lows in the 30's and 40's mg/dl. Customer stated that she normally has lows. Customer stated that she had a low blood glucose of 32 mg/dl on (B)(6) 2015 and treated with juice. Customer mentioned that she has been on an irregular menstrual cycle. Customer's blood glucose was 157 or 158 mg/dl when she woke up. Customer stated that she is normally in the 90's mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.